Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit.

Event description:
It was reported that the sales representative inadvertently registered the incorrect serial number for the patient's device into the registration database. The serial number was corrected in the database, as well as a new identification card sent out to the patient. The device remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2016 it was further reported that the device suffered a flash memory reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.